Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, mildly tortuous distal left circumflex coronary artery that is 100% stenosed. During advancement of the 1.20x12mm mini trek ii balloon dilatation catheter (bdc), resistance was noted due to anatomy. Pre-dilatation was to be performed by the mini trek ii bdc, but ruptured at 3 atmospheres during the first inflation. A new 1.20x6mm mini trek ii bdc was used to complete pre-dilatation. A 2.55x12 nc trek was used for additional dilation and a 2.5x15mm xience was deployed and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.